Event description:
On 2026-mar-03, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (2 mg/ml, 1.5 mg dose), bupivacaine (8 mg/ml, 6.3 mg dose) and clonidine (800 concentration, 638 mcg dose) via an implantable pump. It was reported that the patient went for a refill and the office determined the pump was flipped. There were no falls or issues and no withdrawal. The environmental, external, or patient factors that may have led or contributed to the issue was reported as "n/a". X-rays showed the flipped pump and "required surgical intervention to resolve". The actions taken to resolve the issue was surgery to "tack back down". The issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.